Event description:
It was reported the subject device is needs to be maneuvered around in certain positions before it can work. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Serial number (B)(6) referenced in (emdr-07804) should have been serial number (B)(6). The device was not returned to regional repair center for evaluation; therefore, the customer's allegation was not confirmed. A device history record review found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since no device was returned a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device is needs to be maneuvered around in certain positions before it can work. There was no report of patient harm.